Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 967 mg/dl. Customer stated that they were hospitalized for 11 days. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin drip. The insulin pump will not be returned for analysis.